Manufacturer narrative:
Health effect - clinical code. Endocrine, metabolism and nutrition e12 : metabolic acidosis e1213 . No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient experienced an increase in flows, power and lactate dehydrogenase (ldh). The patient was off anticoagulation due to history of cerebrovascular accident. Log files were submitted for review and captured a slight uptick in pump power and a slight downward trend of the pulsatility index. Additional information was provided on 22may2026 that stated patient's ldh was greater than 2500. The patient was dependent on tracheostomy, percutaneous endoscopic gastrostomy (peg), and hemodialysis. It was said that the patient also had a history of mrsa and proteus bacteremia. The patient required increasing amounts of pressors. The patient then became severely acidotic and had cardiac arrest. Return of spontaneous circulation was unable to be achieved. The patient passed on (B)(6) 2026 from multisystem organ failure. It was said that the pump functioned appropriately and the outcome was not device or therapy related. Log files were submitted for review at that time and captured an upward trend of power and flow starting on (B)(6) 2026. There was two power spikes noted above 10 watts on (B)(6) 2026. Of not, the pump power was routinely in the 6-7w range before (B)(6) 2026. Starting on (B)(6) 2026, it appeared that the power and flow appeared to return back to baseline values.

Event description:
It was later reported that computed tomography angiography (cta) heart and coronaries ((B)(6) 2026) showing stent in outflow graft that overall appeared without obstruction. The outflow cannula around the stent contained what appeared to be "biodebris" as seen on prior computed tomographic angiography scans from (B)(6) 2025. The remainder of the outflow cannula was patent and aortic anastomosis was without stenosis. The patient was positive for e. Faecalis on (B)(6) 2026. Patient received multiple IV antibiotics- daptomycin, cefepime, ceftaroline, rocephin, ertapenem, meropenem, micafungin, vancomycin. It was said that the device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion:review of the submitted log files confirmed intermittent power elevations; however, a specific cause for the power elevations or report of elevated lactate dehydrogenase (ldh) could not be conclusively determined through this evaluation. A direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established.a review of the submitted log files confirmed intermittent power/flow increases. The system otherwise appeared to be operating as intended at the set speed, and there were no other notable findings.it was reported that an autopsy will not be performed, and the device will not be explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of heartmate ii lvas, including hemolysis, local infection, and death. The IFU also lists multiple types of organ failure and dysfunction (right heart failure, respiratory failure, renal failure, and hepatic dysfunction) as adverse events that may be associated with the use of the heartmate ii lvas. The IFU provides an explanation of each of the pump parameters, including pump power and flow, in sections 1 and section 4 "heartmate touch communication system". Section 1 (under "explanation of parameters") explains that device power is a direct measurement of pump motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. Abrupt changes in power should be evaluated for cause. In addition, device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Since the flow displayed on the system controller is a calculated value, it becomes imprecise at the low and high ends of the linear power-flow relationship. In addition, section 4 cautions that no single parameter is a surrogate for monitoring the clinical status of the patient, and the changes in all parameters should be considered when assessing any clinical situation. Section 6 "patient care and management" (under "pump performance monitoring") addresses assessing pump flow and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Additionally, section 6 lists infection as a potential late postimplant complication that may be associated with the use of heartmate ii lvas. Section 6 also includes information regarding how to prevent and control infection. Section 7 ¿alarms and troubleshooting¿ also contains information that covers all visual/audio alarms and what action(s) should be performed when they occur.the heartmate ii lvas patient handbook contains several sections with information about how to prevent and control infection.the current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.